Event description:
(B)(6), after clinical procedure, patient experienced loss of implant to osseointegrate

Manufacturer narrative:
Event date and explant date were not provided. If the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Manufacturer narrative:
Follow-up submitted to report device evaluation.